Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a gastric bypass procedure. The tech is having trouble loading the suturing device. The needle is coming off when stitching. The surgeon had to manually pull the hand piece apart. The issues occurred with two suturing devices. In order to resolve the issue and complete the procedure, a third suturing device was used. There was no patient harm.